Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged congestion. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following report has been updated for serious injury. Section "product problem" in box b has been updated to reflect adverse event. "Type of reported complaint" in box h has been updated/corrected to reflect serious injury. Product outcome code grid and health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and power cord. A high-pitched sound was observed. Manufacturer disassembled the device and then reassembled the device. Manufacturer observed the following from an external and internal inspection: dust-like contamination at the air inlet of the blower box. Dirt-like contamination on the ui panel. Potential mineral deposits on the bottom of the blower. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure and was able to confirm the presence of degraded sound abatement foam on both sides of the blower box. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust, dirt contamination and water marks in the device and are consistent with being from an external source. In this report we have captured linv.